Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were issues on the insulin pump. Customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had a stream during priming and rainbow effect on the the display screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prim/fill and no excessive no delivery/occlusion alarm due to motor error alarm.